Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that during this right ventricular (rv) lead implant, the patient deceased. This rv lead was placed in the septum of the right ventricle. The lead tip was repositioned three times in an attempt to gain satisfactory sensing and threshold measurements. Upon pocket closure, the patient's blood pressure dropped significantly. A transthoracic echocardiogram was performed and an effusion was noted due to perforation. The decision was made to drain the effusion, therefore, a pig tail drain was inserted. After screening and injecting contrast through the drain, it was observed that the drain was placed in the pulmonary artery. The surgical team was contacted and the patient sent to a separate operation room. The patient subsequently passed away. The suspected cause was blood loss which was witnessed. There are no allegations against any boston scientific products. This rv lead is not intended to be returned to boston scientific. Adverse patient effect was death.